Event description:
Blue ink on top of vial adapter is removed from plastic when swabbed with isopropyl alcohol. The ink is then apparent on the injection site of the needleless system. No other lot tested was found to duplicate these results.